Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: articuleze m head 36mm +1.5 femoral head; pinnacle mtl ins neut36idx54od acetabular liner; unknown hip acetabular cup; corail2 std size 9 femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
New unity record created in order to update legacy complaint number (B)(4). Patient revised for pain. Doi: 3 yrs prior; dor: (B)(6) 2011; (left hip). Update 01/24/2012 - litigation papers were received. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2007. Update: 2/1/2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. (Right hip). Update ad 26 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant records. In addition to what were previously alleged, ppf alleges pseudotumor, elevated metal ions, metal wear and metallosis. Added stem due to allege elevated metal ions. Added lawyer and law firm. Updated part number of the liner. Doi: (B)(6) 2007; - dor: (B)(6) 2011; (right hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.